Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No unexpected number ramping or scroll bar moving with no input noted during testing. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer reported that the numbers were ramping on their own. The customer's blood glucose was 48 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that she reverted to manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.